Event description:
It was reported that while joining the insertion handle and blade guide sleeve the instruments became jammed. A second insertion handle was tried and was jammed again. The compression nut was also included in the situation. Another set was available so there was no delay or impact on the procedure or harm to the patient. While a hohmann style arm instrument was being set up at the back table it snapped at a weld. One piece of the instrument was noted as missing but they confirmed it was not in the patient. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
A product development event evaluation was performed. The returned hohmann-style arm was received with the hooked tip broken out of its welded groove; the tip was not returned for evaluation. The remaining weld bead showed that good material penetration of the weld had occurred at manufacturing. External impact marks alongside the weldment indicated some collision either through cleaning or handling had occurred, compromising the weld. It is likely that forces were applied to the instrument in excess of what the instrument is designed to receive. The device was determined to be suitable for its intended use and the complaint invalid from a design perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted / explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was evaluated by manufacturing. The report states that the arm is broken off and was not sent back for investigation. The body of the hohmann-style arm is in a very used condition. There are scratches and marks of hammer blows all over. Without the missing arm the exact cause of this occurrence can not be defined and the relevant dimensions can not be verified. Therefore this complaint is indeterminate from a manufacturing standpoint. It visible that the weld was applied around the arm as required back then. (B)(4). This and the used condition of this device speak actually against a manufacturing fault.

Event description:
This is report 1 of 1 for complaint (B)(4).